Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass.

Event description:
Customer reported a motor error alarm. Customer states that there is a crack on front of the screen. The blood glucose reading is 238 mg/dl. The insulin pump will be replaced. Nothing further reported.